Manufacturer narrative:
H11: MFR report#: 2023826-2024-00939 was found to be a duplication of 2023826-2024-00879. Please disregard initial medwatch report. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -11.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label: acd<3.0. Claim# (B)(4).